Event description:
It was reported the patient experienced a vibratory alert. Upon review of the remote transmissions, it was noted there was low pacing impedance on the right ventricular (rv) lead. Technical support was contacted and recommended an in clinic follow up. The patient presented in clinic and the device was reprogrammed to resolve the event. The patient was stable.